Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16869, 1627487-2021-16870. It was reported the patient had a car wreck and experienced uncomfortable stimulation at the ipg site and high/low impedances with the leads. Surgical intervention took place in which the system was explanted and replaced to address the issue. Therapy was restored.